Event description:
It was reported that the ilet was dropped onto a bathroom surface and the display no longer powered on, though the device continued to deliver therapy and remained connected through the mobile application, indicating a screen/display malfunction of the pump controller. Symptoms included no clinical symptoms. Outcomes included no impact to health, no medical intervention, and no hospitalization. Investigation included complaint handling and replacement processing with request to return the device for evaluation. Investigation of this case revealed evidence of physical damage consistent with a nonpowered display while therapy and connectivity persisted. It was concluded that the failure involved the display component, with device function otherwise maintained.